Event description:
It was reported that the patient has been experiencing visual and auditory hallucinations. It was reported that a medication for vertigo was started prior to the hallucinations. The patient was hospitalized and the medication was discontinued; however, the hallucinations were still occurring. The physician could not rule out vns as a cause for the hallucinations. Attempts to obtain additional relevant information have been unsuccessful to date.